Event description:
End user alleges while operating the motorized wheelchair, the unit went off a subway platform and onto the tracks. Allegedly, as a result of the incident end user fractured his left elbow.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The transit authority's security video revealed the end user slumped over the right armrest and operating the motorized wheelchair erratically.